Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " this report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2014-07764 /-07765 /-07768 /-07769).

Event description:
It was reported that the patient underwent bilateral total hip arthroplasties on (B)(6) 2001 and (B)(6) 2002. Patient underwent a right hip revision on (B)(6) 2008 where the modular head and liner were (B)(6) 2005 where the modular head and liner were removed and replaced due to unknown reasons. Subsequently, patient underwent an additional left hip revision on (B)(6) 2014 due to a dislocation and femoral fracture caused by a fall. The modular head and liner were removed and replaced.